Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Director of nursing reports an event in which the arterial drip chamber repeatedly filled with air during the pt treatment. Upon inspection, air was noted coming from between the top cap and the drip chamber. Reports that the cap was not securely attached to the drip chamber. 4/7-spoke with charge nurse. Reports that the incident occurred in january and does not remember which pt was involved. Reports, however, that the leak occurred half way through the treatment, blood loss was less than 100cc (but more than 20cc) and there was no adverse affect to the pt. The line is not available for evaluation. A medwatch form has been filed based on blood loss only.